Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. The f-38 (malfunction in tube misloading detection circuitry) alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be inoperative force sensing resistors. To correct the condition, the force sensing resistors were replaced. The device was serviced to meet functional specification. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-38 (malfunction in tube misloading detection circuitry) alarm. No additional information is available.